Manufacturer narrative:
Zimmer biomet complaint (B)(4). This event was originally reported under the incorrect manufacturing facility number on 10/16/2019, (B)(4). Brand name and device product code is not provided / unknown. Lot number are not provided / unknown. The reported device was received for evaluation. The reported condition of a fractured screw was confirmed. Visual inspection of the as returned product identified a fractured screw. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Doctor reports that the unknown zimmer screw fractured. Tooth site # 29.